Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hbc results were obtained on a single patient sample processed using vitros anti-hbc reagent on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on historical vitros anti-hbc quality control results, there was no indication a reagent related issue contributed to the event. In addition, there was no indication of an instrument malfunction; however, the customer did not perform a within run precision test at the time of the event and therefore, an instrument issue cannot be entirely ruled out as a contributor to the event. The presence of an unknown sample interferent present in the sample, such as a heterophilic antibody, cannot be ruled out as a contributing factor to this event.

Event description:
A customer obtained discordant (B)(6) anti-hbc results on a single patient sample processed using vitros anti-hbc reagent on a vitros 5600 integrated system. The results were considered discordant when compared to a (B)(6) result obtained from a non-vitros abbott architect system. Patient sample results of (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The discordant (B)(6) vitros anti-hbc result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).